Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving an appropriate shock. The patient received multiple episodes of vt/vf and non-sustained vt. Review of the episodes revealed the ventricular sense events were double-counted. The patient received inappropriate atp therapy. The noise was unable to be reproduced during isometrics. No further information is available.